Event description:
Patient presented to the physician with an ongoing shocking sensation in the tongue and a burning sensation with swelling at the chest incision site. Physician brought the patient into the or and explanted the entire inspire system.